Manufacturer narrative:
This investigation is complete, should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up it was noted that in the bipolar configuration the pacing thresholds were elevated and the pacing impedance measurements were out of range. The patient reported intermitted muscle contractions which was the reason the device was programmed to bipolar configuration. The device was then reprogrammed to unipolar configuration with decreased pacing thresholds and local muscle contractions. No adverse patient effects were reported.